Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the hysteroscopic surgery with the device, there was a bursting sound and the examination lamp of the device went off. The emergency lamp of the device stated up. The user completed the procedure by using the device. There was no report of patient injury associated with the event. The examination lamp of the device was broken.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and there was no abnormality of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on evaluation, omsc surmised that there was no abnormality of the device and the reported phenomenon was occurred due to there was the failure of the examination lamp of the device by some cause.